Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed an unexpected restart alarm and the display turned blank. Customer's blood glucose was unknown. During troubleshooting, found signal too low alarms and unexpected restart alarm. Customer reported the unexpected restart alarm was recurring during normal use. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a constant error alarm loop due to a broken solder joint on the interface board. No blank display was noted. Unable to perform the displacement, self test, or verify other alarms due to the error alarm. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.